Manufacturer narrative:
Section a1, a2, and a4: patient information was requested but not yet provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's system controller was exchanged during their clinic visit on (B)(6) 2024 due to the system controller malfunctioning. The system controller screen was blank, and the buttons were not working. There was no display mode for pump information or alarms. Log files captured pulsatility index (pi) events as well as routine power source changes. The new system controller log file contained only a few lines of data following the system controller swap with the pump not reaching the set speed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a malfunctioning heartmate ii system controller screen was not confirmed. The heartmate ii system controller was not returned for analysis nor were any images submitted for review. However, two log files were submitted for review. The log files did not contain any events that would indicate an issue with the system controller screen. Per the information provided, the controller was exchanged. The root cause for the reported event could not be conclusively determined through this analysis. The heartmate ii system controller serial number was not provided, therefore a DHR review was not performed. Heartmate ii instructions for use (rev. C) section 2 entitled ¿system operations" addresses the system controller user interface and describes all indicator lights and what to do. Heartmate ii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.